Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil of the device had ruptured her uterine lining') and fallopian tube perforation ('coil of the device had ruptured her fallopian tubes') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ripping pain whenever she was lying down or would shift positions.") And genital haemorrhage ("abnormal bleeding/ excessive bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil of the device had ruptured her uterine lining') and fallopian tube perforation ('coil of the device had ruptured her fallopian tubes') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ ripping pain whenever she was lying down or would shift positions.") And genital haemorrhage ("abnormal bleeding/ excessive bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.